Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 was being used during an unknown laparoscopic robotic assisted procedure on (B)(6) 2021 when it was reported "the cotton tip plunger pieces come off the applicator it is attached to as the surgeon was cleaning the trocar. We was able to retrieve the tip from the patients abdomen and proceed with the case." The piece was retrieved. Further assessment information has been requested, but no further information was made available. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of "cotton tip plunger came off the applicator" is confirmed. Received one lapvue10 opened in original packaging. The lot number of the device - 202007135 was verified. A visual inspection was performed, and the foam swab was off the applicator. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: grasp handle and push foam head straight into the trocar. Do not release or bend vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.